Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that during a patient use, the capnography was not registering. The capnography was changed twice and still did not register. There was no reported adverse patient impact.